Manufacturer narrative:
The following fields were updated due to additional information: b5: describe event or problem: it was reported that the as lvp 20d 3ss cv bv tubing came apart during use. The following information was provided by the initial reporter: "entered patient's room and found that IV tubing had come apart in a section that should have been fused. The portion distal to the most distal access port was still connected to patient's IV. The rest of the tubing was still in the pump. IV rate was 30 ml/hr. The bed was not wet. I assume the separation was recent. I flushed the IV and found it was functioning. I changed the IV bag and tubing. I have saved the broken tubing.". D2: medical device brand name: as lvp 20d 3ss cv bv. D2: medical device manufacturer: bd switzerland sarl tijuana. D4: medical device catalog # 11522558. D4: medical device lot #: 21045547. D4: UDI # (B)(4). G2: manufacturing location: bd switzerland sarl tijuana. G.5. PMA / 510(k)#: k944320. H4: device manufacture date: 2021-04-06. Investigation summary: one used primary set was received by the customer for investigation. Upon visual inspection, it could be observed that the base of the set's bottom smartsite needleless connector was disconnected from the tubing. No other defects were observed. The customer's complaint that the IV tubing had come apart in a section that should have been fused was verified. The material and lot number was able to be determined using the component number on the returned set. A device history record review for model 11522558 lot number 21045547 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 29apr2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Visual inspection under magnification was performed on both the internal and external tubing engagement components. It could be identified that the solvent had not been properly applied to the tubing during the assembly process. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d 3ss cv bv tubing came apart during use. The following information was provided by the initial reporter: "entered patient's room and found that IV tubing had come apart in a section that should have been fused. The portion distal to the most distal access port was still connected to patient's IV. The rest of the tubing was still in the pump. IV rate was 30 ml/hr. The bed was not wet. I assume the separation was recent. I flushed the IV and found it was functioning. I changed the IV bag and tubing. I have saved the broken tubing.".

Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd alaris¿ infusion set IV tubing came apart during use. The following information was provided by the initial reporter: "entered patient's room and found that IV tubing had come apart in a section that should have been fused. The portion distal to the most distal access port was still connected to patient's IV. The rest of the tubing was still in the pump. IV rate was 30 ml/hr. The bed was not wet. I assume the separation was recent. I flushed the IV and found it was functioning. I changed the IV bag and tubing. I have saved the broken tubing."